Event description:
It was reported that during the implant attempt, the clinician couldn't get good r waves on the lead. The lead was disposed of and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.